Event description:
It was reported that the lead connection assembly was broken on the external pulse generator (epg). The epg was sent for repair. There was no patient involvement indicated.

Event description:
It was reported that the lead connection assembly was broken on the external pulse generator (epg). The epg was sent for repair. There was no patient involvement indicated.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
Product event summary: investigation and analysis found that the lead connection flex assembly of the device was broken by the customer. This part was replaced.